Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history record for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019 after new onset of seizures. The patient had a history of left middle cerebral artery (mca) stroke prior to lvad. A head compute tomography (CT) revealed a small right frontal extra-axial hematoma and small left parietal extra-axial hematoma in the area of the prior mca stroke. These were stable on a repeat scan. Keppra was started and bupropion stopped. This event resolved without sequelae on (B)(6) 2019.